Manufacturer narrative:
Concomitant: product ID 8703w, lot# l48812, implanted: 2009-(B)(6), explanted: 2009-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that that the patient¿s pump was replaced in 2009 and the patient went into full-fledged withdrawal. They then replaced the catheter. The pump was used to infuse an unknown drug at the time of report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.